Event description:
It was reported by the customer that the bd saf-t-intima¿ closed IV catheter system tube of indwelling needle had broken in the patient's body, and the broken tube had been removed. The following information was provided by the initial reporter: "the equipment department reported that the catheter tube of indwelling needle had broken in the patient's body, and the broken tube had been removed. 2022-05-16 received update from the sales representative. The event description is updated as follows: it was fracture during catheterization, which occurred when blood returned and withdrew from the needle core during catheterization. It was found that there was no blood return of the indwelling needle, and then the indwelling needle was pulled out. When the indwelling needle was pulled out with a little force, it was found that the needle was broken, about 1cm in the body. Immediately put a pressure pulse band above the puncture point and report to the doctor. X-ray examination found a broken tube near the puncture point. After surgical consultation, the broken tube was cut and removed about 1cm. The incident occurred during upper arm reassignment after an infrequent forearm infusion of mannitol was planned for the patient. Catheter. The (B)(6) patient was admitted to ICU after traumatic brain injury, and was in a coma with no physical activity such as agitation. He is still hospitalized in ICU. No sample return. Both of the catheterization time and broken time were on (B)(6) 2022. On (B)(6) 2022 in (B)(6) hospital operating room, for patients under general anesthesia on the left side of the removal of a subdural hematoma, postoperative into ICU care treatment, patients (B)(6), right forearm poor IV fluids, the nurse to reset after pulling in the right upper arm see after h. Exit in the process of indwelling needle core, and found no h., nurses hence decided to pull out the needle,hold in resistance as it is pulled to pull out after indwelling needle is found to front end is about 1 cm faults in patient's body, and immediately use belt tied to live above the puncture point of arteries and veins, and report to the doctor, give the ultrasound examination in patients with cardiac and puncture point above vein no foreign body, in patients after CT examination showed right upper arm 1 cm subcutaneous tissue of foreign body, please after surgical consultation,the foreign body was removed by incision of subcutaneous tissue. This event increased the patient's postoperative unnecessary examination movement and surgery, increased the patient's pain, increased the risk of embolism."

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1287029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation has been closed.